Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient with a philips CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter stated the patient passed away in (B)(6) of 2022.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.